Event description:
Boston scientific crm received information that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values and the calculated current drain may be excessive. Additional laboratory testing and analysis is pending.

Manufacturer narrative:
The device was put through and failed a series of automated tests which verified functionality, and therapy delivery. The device had reverted to storage mode. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.